Event description:
While requesting a replacement belt clip, the customer reported that she was recently hospitalized due to a low blood glucose level. Blood glucose level at the time of admission was around 38 mg/dl. Customer stated that she may have lost consciousness prior to the hospitalization. Further details of the hospitalization were not provided. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.